Event description:
It was reported that sometime post a port placement via jugular access, saline solution allegedly leaked at the puncture site during flushing. It was further reported that the patient experienced local pain. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 09/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometime post a port placement via the jugular access, the saline solution allegedly leaked at the puncture site during flushing. It was further reported that the patient experienced local pain. Furthermore, it was also reported that the holes were allegedly identified in the catheter upon removal. Reportedly, the port was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport MRI implantable port attached to a groshong catheter was returned for evaluation and two photos were provided for review. Gross visual, microscopic, tactile and functional evaluations were performed on the returned device. Splits were noted on the attached catheter. Upon infusion, a leak was observed exiting the split in the attached catheter. Therefore, the investigation is confirmed for the reported fluid leak and the identified fracture issues. However, the investigation is unconfirmed for the reported material hole issue as no objective evidence of the catheter hole was noted and only splits were noted. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: b5, d4 (expiration date: 09/2024). H11: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.